Event description:
It was reported that the sensor needle broke off when removing it after insertion. The mother stated that she was able to remove it from the skin, and did not believe that any part of the needle remained underneath the skin. Advised the mother that the sensor would be replaced. Advised to monitor the site and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor. Introducer needle was not returned. Analysis not required.